Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. Crmd reliability laboratory. Failure (event) observed during analysis. Partial lead was returned. Analysis found an abrasion from the connector end of the lead.